Event description:
Boston scientific received information that this device declared elective replacement indicator (eri). Less than three months later, a device changeout procedure performed. During the procedure, the device was unable to be interrogated. It was suspected the device had reached end of life (eol). No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.